Manufacturer narrative:
The results of this investigation are inconclusive since no additional information was received. The cause of the device embolization remains unknown.

Event description:
According to the info received, the defect was balloon sized to about 24-25mm. A 24mm was deployed and positioned by echo and fluoroscopy. Immediately upon release, as documented by echo, the device rotated with the superior arms falling off of the septum secundum. The proximal disc stayed attached to the septum primum for several beats before embolizing into the left atrium. The pt went to the operating room emergently for device removal and closure of the atrial septum. Device removal was successful and uncomplicated.